Event description:
It was reported that during a planned lead revision, the doctor noticed a "crack" in the lead, with blood ingress close to the pin. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation melted; full lead returned and analyzed. The outer insulation appeared to have been melted by cautery during the lead revision.